Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned evos fixed handle confirms the tip of the device is broken off. The broken piece was not returned with the device. This instrument was manufactured in 2018. This device shows significant signs of wear/ usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during surgery, device's head broke off while being used, device was retrieved. No delay and no injury. Procedure was concluded with a backup device that was available.